Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of breast mass is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "these nodules, constant presence of nodules, several lumps."

Event description:
Patient reported "recall, began to have repeated nodules and, a cystic;" the reported cysts have been deemed not device related. Patient later reported "harm, did not stop having nodules, causing great concern, and causing serious emotional damage due to the surgical interventions has undergone to remove these nodules, constant presence of nodules, several lumps". Affected side is left. The device remains implanted.